Manufacturer narrative:
Other relevant device(s) are: product ID: 9734477, serial/lot #: (B)(4), UDI #: (B)(4). A medtronic representative went to the site to test the equipment. The computer was replaced. The system then passed the system checkout and was found to be fully functional. The computer was returned to medtronic for further evaluation. The computer booted normally to the application screen. It was confirmed that the spine application freezes at the blue medtronic screen "starting up". Analysis determined there was a software-related failure with the returned computer. A corrupt os failure mechanism was noted. This issue was documented in a medtronic navigation hardware anomaly tracking database. Device manufacturing date unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device. It was reported that a medtronic representative (rep) was trying to uninstall and reinstall the spine software on the system, but after reinstalling the software the spine application would not properly boot. The rep attempted to uninstall/reinstall a few more times without resolution. There was no patient involved.